Manufacturer narrative:
No failure could be identified as a result of the lot code investigation completed on 05-aug-2021. An investigation is in progress for returned product received on 02-aug-2021.

Event description:
String came off... Had to manually remove [foreign body in reproductive tract]. String came off tampons [device breakage]. String came off when I tried to remove them [complication of device removal]. Consumer reported via phone that the string came off of tampons, requiring manual removal. No serious injury was reported.

Event description:
String came off... Had to manually remove [foreign body in reproductive tract]. String came off tampons [device breakage]. String came off when I tried to remove them [complication of device removal]. Cause was traced to manufacturing [manufacturing issue]. Case description: consumer reported via phone that the string came off of tampons, requiring manual removal. No serious injury was reported.

Manufacturer narrative:
Cause was traced to manufacturing. Action plan is in place.